Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was placed but exhibited high thresholds. The lead helix then would not retract in order to reposition the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.